Event description:
The customer reported to olympus, the generator had no energy output at the electrode. The issue occurred during an unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned. During inspection at repair center, "no energy output" error was confirmed. There were few additional findings. The housing was damaged. The powder coating of the footswitch housing was peeled off. There were dents and scratches on the housing chassis. The connectors were corroded. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the energy output issue could not be determined. It is possible that the energy output was affected due to normal wear and tear. Olympus will continue to monitor field performance for this device.